Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the balloon catheter was being tested outside of the body, the balloon burst when air was being injected into it. The physician noted it was only inflating on one side. The balloon catheter was not used and a different one was used during the procedure. No patient complications have been reported as a result of this event.